Manufacturer narrative:
The returned pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery was found to be fully charged. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - one day post implantation, a loss of capture was reported. During the revision procedure, the pacemaker was replaced. A week later, a loss of capture was reported again and the lead was replaced. No adverse patient side effects have been reported.